Event description:
The facility reports that during hemodialysis treatment a spike in venous pressure occurred causing a leak at the dialyzer port. The blood volume in the bloodline and dialyzer was discarded; ebl = 200 - 250cc. Patient did not receive heparin and clotting throughout the extracorporeal system was observed by staff prior to reported incident. Patient was administered 2 units of blood.